Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the device booted to an error. It was also found that the nylon that holds the links electronic module (lem) was broken and the lem was fully seated. The bottom case was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the programmer would not boot up, and when it eventually did, it displayed an error message. The programmer was returned for repair. There was no patient involvement.